Event description:
Description of the procedure indicated that the target lesion was at the mid right coronary artery (mid-rca). The occlusion was tapered having a timi-I flow. The lesion was pre-dilated with a maverick balloon to 12 atm. Two bx sonic stents were implanted a 3.5 x 33 mm and a 3.50 x 13 mm placed at a proximal dissection. After the procedure, the pt experienced a non-q wave myocardial infraction (mi). The physician considered the event as procedural mi due to the enzyme peaks reported, 18-24 hours post implant.

Manufacturer narrative:
This device is distributed outside; however, is similar to the coronary sds/stents distributed. This is the one of two products involved with the reported event, in which associated mfg report number(s) are 9616099-2007-00181 and 9616099-2007-00180. Additional information has been requested and will be submitted within 30 days upon receipt.